Event description:
Proxy biomedical was notified on the (B)(4) 2013 via email by the polyform distributor (B)(4) that they have received a complaint on the (B)(6) 2013 regarding a polyform product from a pt's legal representative. The complaint states that as a result of the polyform implant (date of implantation (B)(6) 2009), a pt injury occurred. The pt is identified as "(B)(6)". Her date of birth is unk; her weight and height details are unk. The hospital where the implantation procedure took place is (B)(6), USA (full address not provided). The physician is dr. (B)(6) contact number is unk. The polyform part number or lot number is not provided.

Manufacturer narrative:
Evaluation code - device was not returned for evaluation. The device is a synthetic device made from (B)(4). Injuries such as pain, mesh erosion, infection, incontinence, fistula formation and dyspareunia are documented risks associated with the polyform device - reference design (B)(4) and polyform product insert (instructions for use).